Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2017 states the patient is having right hip pain with popping and grinding (crepitus) when exercising. Patient was diagnosed with right greater trochanter bursitis and was given a cortisone injection. On (B)(6) 2017, he continues to have mild pain with palpation over the right greater trochanter but only recommended intervention is stretching and ice. On (B)(6) 2018, he continues to have mild pain over the right greater trochanter after extended walking and will continue stretches and ice. On (B)(6) 2021, the patient states he has pain and swelling in his right hip and is treating with ice and tylenol. On (B)(6) 2022, an ultrasound shows a large fluid collection in the area of the trochanteric bursa. Aspiration and possible physical therapy is considered though no notes indicate the aspiration occurred. On (B)(6) 2022, patient undergoes a serious of physical therapy treatments for the ongoing swelling and pain over the right hip. Doi: (B)(6) 2013; dor: unrevised; right hip.